Manufacturer narrative:
(B)(4). The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure/surgery name total hip arthroplasty procedure/surgery date (B)(6) 2016 normal tha procedure, no complications, (B)(6) 2018 noticed no liner in shell on xray, earlier xrays didn¿t show this. Is this report related to a: single use device: acetabular implant, insert is problem describe the 'damage' or 'other' outcome implant damage with necessity for large revision date the event, if different from date of procedure/surgery: (B)(6) 2018 (complain direct post op, investigation no results).